Event description:
A customer reported to baxter corporate product surveillance (cps) of one (1) interlink continue flo solution set in which fluid with chemotherapy drug was trickling down the intravenous (IV) line during infusion of a patient. Reporter stated that she and another nurse identified the leak originating from main tubing, approximately 10 centimeters from the first access port proximal to the male luer. The chemotherapy agent spilled onto the floor and inside the baxter flo-gard infusion pump 6201. The spill was cleaned up without exposure to the patient or clinicians. The leak was detected at the beginning of the infusion and that 20 drops maximum was the amount of drug wasted. No injury or adverse event was reported. There were 2 unknown bags used in this infusion. The primary bag had saline, and the secondary bag had an unknown chemotherapy drug. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.